Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed was attempting to troubleshoot the arctic sun device which was giving low flow during patient therapy. The biomed stated the nurses had complained that the new arctic gel pad design was difficult to attach to the fluid delivery line. Initial inlet pressure was -4.2psi, the flow rate was 1.4lpm, the circulation pump command was 100%, the system hours were 2628 and the pump hours were 2501. They disconnected and reconnected arctic gel pads using proper technique, the flow rate settled between 1.8-2lpm. The inlet pressure was still out of specification (-4.3psi). Ms&s asked if patient had arctic gel pads in place. Nurse confirmed patient has not left the unit. Ms&s explained to biomed to do some more in depth troubleshooting and possibly get another arctic sun device. Hypothermia patient was cooling on s/n dycty529 with a couple of hours to go. Nurse reported that the patients temperature has dropped to 31.7c, foley probe was in place. The water temperature was 40c and the flow rate was 2.9l/min. Patient trend indicator was neutral and no continuous renal replacement therapy (crrt). They increased high water limit to 42c. Ms&s recommended to cover the patients head, hands and feet and add a blanket for additional warmth. Per follow up on 10dec2020, biomed had a set of arctic gel pads associated with wo-34237 in their shop and confirmed one arctic gel pad was causing the air leak issues and asked to hold on to those pads incase they want back for investigation.

Event description:
It was reported that the biomed was attempting to troubleshoot the arctic sun device which was giving low flow during patient therapy. The biomed stated the nurses had complained that the new arctic gel pad design was difficult to attach to the fluid delivery line. Initial inlet pressure was -4.2psi, the flow rate was 1.4lpm, the circulation pump command was 100%, the system hours were 2628 and the pump hours were 2501. They disconnected and reconnected arctic gel pads using proper technique, the flow rate settled between 1.8 -2lpm. The inlet pressure was still out of specification (-4.3psi). Mss asked if patient had arctic gel pads in place. Nurse confirmed patient has not left the unit. Mss explained to biomed to do some more in depth troubleshooting and possibly get another arctic sun device. Hypothermia patient was cooling on serial no: (B)(6) with a couple of hours to go. Nurse reported that the patient's temperature has dropped to 31.7c, foley probe was in place. The water temperature was 40c and the flow rate was 2.9l/min. Patient trend indicator was neutral and no continuous renal replacement therapy (crrt). They increased high water limit to 42c. Mss recommended to cover the patients head, hands and feet and add a blanket for additional warmth. Per follow up via on (B)(6) 2020, biomed had a set of arctic gel pads associated with in their shop and confirmed one arctic gel pad was causing the air leak issues and asked to hold on to those pads incase they want back for investigation.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. Corrections: g, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.